Event description:
It was reported that balloon pinhole occurred. A 10.0 x 40, 75cm mustang balloon catheter was selected for vessel dilation. However, before inflation was performed, a hole was noted on the device. No patient complications were reported.

Manufacturer narrative:
Used (B)(6) 2018 as event date since the correct date was not provided. Device evaluated by MFR.: the complaint device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. An examination of the balloon material could not identify any tears or holes in the balloon. The returned device was attached to a boston scientific encore inflation unit and when the balloon was subjected to positive pressure, a pinhole leak was confirmed in the balloon material. The pinhole was located at the proximal edge of the proximal transition zone. No issues were identified with the balloon material which could potentially have contributed to the pinhole leak. A visual and microscopic examination observed no issues with the tip of the device which could potentially have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. An examination of the markerbands identified no damage. No other issues were identified during the product analysis.

Manufacturer narrative:
Used (B)(6) 2018 as event date since the correct date was not provided.

Event description:
It was reported that balloon pinhole occurred. A 10.0 x 40, 75cm mustang balloon catheter was selected for vessel dilation. However, before inflation was performed, a hole was noted on the device. No patient complications were reported.